Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon device interrogation, the pacemaker exhibited false eri. It was discussed that electrocautery can cause false eri trip. Firmware download was performed successfully.